Event description:
It was reported that the system shuts down uncommanded. There is no report of injury or death associated with this event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. The system operates as intended.